Manufacturer narrative:
Device eval by manufacturer: the device was returned for analysis. A visual examination identified that there was blood in the balloon material which suggests that there is a leak in the device. The returned device was attached to an encore inflation unit and positive pressure and liquid was observed to be leaking from a balloon pinhole located approximately at proximal edge of the proximal markerband. The rated burst pressure for this device is not to exceed 12 atm (atmospheres). An examination of the balloon material identified no issues which could potentially have contributed to this complaint. A visual and tactile examination of the shaft polymer extrusion was completed. No damage or any issues were noted with the polymer extrusion shaft that could have contributed to the complaint incident. A visual and tactile examination of the hypotube was completed. No damage or any issues were noted with the hypotube that could have contributed to the complaint incident. No damage or any issues were noted with the tip or markerbands that could have contributed to the complaint incident. All blades were present and fully bonded to the balloon material. No other issues were noted during analysis.

Event description:
It was reported that a balloon rupture and dissection occurred. A 3.0mm diameter, 75% stenosed target lesion was located in a mildly tortuous and mildly calcified right coronary artery (rca) proximal. Despite slow inflation, a 10mmx2.50mm wolverine cutting balloon ruptured at 4 atmospheres (atm) and a dissection occurred. The contrast media likely entered the dissociated part due to pinhole. The device was removed. Because the dissection was close to the rca ostium, there was concern for retrograde flow. The dissection was covered immediately with a drug eluting stent and no further patient complications were reported. The patient was stable post procedure.